Manufacturer narrative:
Product complaint # (B)(4). A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified.   To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.   If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a patient underwent a sling procedure for incontinence on an unknown date and the mesh was implanted. It was reported that after implant the patient had to kink body in a particular way to empty urine from urethra otherwise the patient would have a urinary tract infection. The patient had food and skin intolerances that started to occur three months after implant. The patient was generally feeling unwell, bloated, unable to lose weight, and had a foggy head. The patient had naturopath tests that revealed high histamine and copper/zinc ratio. The patient started to have rashes and itchiness on hands, feet, vagina, neck. The patient started to have mucus in throat after eating or drinking dairy which ceased after eliminating dairy from diet. The patient had skin intolerances in which she could not use any synthetic type dressings after surgery, and having any type of plastic on skin made the skin red and itchy. The patient had intermittent joint pain in shoulders and knees, wrists, elbows and thumb. The patient also had memory issues. The patient had a feeling of loss of energy or feeling tired. The patient had a swollen throat and was diagnosed with mast cell disorder. The patient also had breast cancer dcis (not hormone receptive) and had surgery for it two times. The patient had a biopsy done and histology near mesh implant showed fibrosis and nonspecific inflammation. The patient had inflammation in eyes. After walking for twenty minutes, the patient experienced pain that starts in her left outer thigh muscle, hip and groin. The patient also had severe stiffness in legs after walking or sitting. The patient experienced pain in bottom after sitting. The patient had four bouts of extremely sharp pain in vagina in the past four months (lasting approx. 15 seconds). The patient experienced hot toes in right foot. No additional information is provided.